Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked and the device became unresponsive, and the user was instructed to shut down the device and a replacement was arranged with instructions on returning the original and syncing data via the mobile app prior to shipment. Symptoms included no reported adverse clinical effects or alerts. Outcomes included continued cgm use via dexcom app or receiver and uninterrupted blood glucose management. Investigation included case intake, remote assessment through user-provided description and requested photo, and logistical coordination for device return. Investigation of this case revealed physical damage to the display component rendering the user interface nonfunctional, consistent with user-reported damage, with no indication of internal malfunction or software issues. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device performance.